Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed unexplained power on reset events. No damage was found to the returned battery cap. The battery compartment was cracked below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap contact measurements were within specifications. The returned battery cap tightened securely to the pump with no visible yellow o-ring. The pump powered up to the verify screen with auditory and vibratory alarms. The pump was run for 24 hours with the returned battery cap and no power on reset events were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.